Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, a clip became stuck in the medium-large clip applier instrument after an unspecified vessel was clipped. Although the instrument was difficult to remove, without tearing the vessel, it is unclear whether any injury actually occurred or if medical or surgical intervention was required. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
Updated sections: b1, h1, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the medium-large clip applier instrument for failure analysis evaluation. During visual inspection, the instrument was found to have a broken main tube at the distal end, and as a result the proximal clevis was found to be dislodged. There might be missing pieces from the main tube, but the size of the missing pieces cannot be confirmed. Components adjacent to this broken main tube do not show damage. Additional information: the clinical sales representative confirmed that there was no injury or harm to the patient. According to the surgeon, the clip applier jammed before the clip could be applied. The instrument, with the clip still attached, was removed and replaced with a backup. Inspection of the instrument revealed misaligned prongs. The procedure was then successfully completed robotically without further complications.

Event description:
Refer to h11 for follow-up information.